Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the printed circuit board (cr) board failure of (blackout and alarm) and error e03 (tubing pressure sensor abnormality). Based on device inspection results, the reported phenomenon was reproduced. Therefore, it is estimated that the device stopped (with blackout and alarm) due to a printed circuit board component failure, requiring a restart. Additionally, the investigation found error e03, it is estimated that the pressure measurement component called the tubing pressure sensor on the cr board failed. Based on the available information, it was not possible to determine the cause of the tubing pressure sensor failure. Based on the investigation, the definitive root cause of the reportable issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had frequent reboots. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
Additional information received from the customer confirmed that the cr board (printed circuit board) is not good, causing occasional blackout and beeping alarms after startup, after reviewing the logs, an e03 error is found. (Note: there are slight rust marks on bottom shell, top cover, and rear panel, which do not affect normal use, will not be repaired this time.)

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.